Manufacturer narrative:
Batch review performed on 30 jul 2019: lot 1854516: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, 2 similar cases were reported on this lot. Visual inspection performed by medacta hip r&d project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going.

Event description:
Ball bearing mechanism breakage during surgery. The ball did not fall into the patient. A straight broach handle was used to complete the case.